Event description:
It was reported that during a procedure of the left main, distal left anterior descending artery, the multi-link 8 stent delivery system (sds) was advanced to the lesion, however, after the balloon inflation and deployment the stent could not be visualized. It was noted that upon checking the stent was not located in the artery. The stent implant was located in the protective sheath which was removed prior to device usage. The stent had dislodged when removing the sheath from the balloon. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. A non-abbott stent was used to complete the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the multi link 8 coronary stent system instructions for use states: carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4): incorrect prep. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.